Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Event description:
On (B)(6) 2012 it was reported that on an unknown date a patient was involved in a (B)(4) and was implanted with a six-hole symphyseal locking plate with four locking screws. The patient returned for a follow up visit three weeks post implantation. An x-ray taken on an unknown date revealed unscrewing of locked screws from the plate, and screw was pulling out from bone resulting from complete loss of reduction. Retrospective analysis revealed that the locking screws that had unscrewed and pulled out in the six-hole plate, were misaligned with the threads of the plate during their surgical insertion this is 2 of 7 reports for this event.